Manufacturer narrative:
Continued: e1- address: (B)(6). Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker iii and pain" and "breast implants with folds" via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date january 2020. Additional, changed, and/or corrected data: a2, a5, d6a, h6.

Event description:
Healthcare professional reported left side capsular contracture baker iii, "pain", and "breast implants with folds" via ultrasound. Device remains implanted.